Event description:
It was reported that a homechoice device experienced an unspecified failure and was not working properly. A swap of the device was initiated and the technical service representative discussed the use of manual supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The reported event was unknown; however, a system error 2044 was identified during a review of the event history log. A sample evaluation was performed. The homechoice device received visual inspection and functional testing. The cause of the condition was determined to be a faulty c5 valve. To correct the condition, the c5 valve was replaced. Should additional relevant information become available, a supplemental report will be submitted.